Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's glucose exceeded 250 mg/dl, while wearing the pod on the hip/buttocks area for less than an hour. Upon inspection, it was noticed that the cannula was not properly inserted into the skin. A new pod was applied to treat the hyperglycemia.